Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. ® granufoam ¿ was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On sep 05 2016, the following information was reported to kci by the nurse: the physician allegedly could not remove some of the "foam" from the wound. On sep 7 2016, the following information was reported to kci by the nurse: the physician completed a sharp debridement to remove some of the foam, but the "black tissue" was still there as the physician could not remove all of it. Was not exactly sure if it was "blackfoam" that was the cause of the discolored tissue. The v.a.c. Granufoam dressing lot number was not provided and is not available for return, therefore, a device history review and a device evaluation could not be performed.

Manufacturer narrative:
Device manufacturers only reported: labeled for single use? No. Correction: labeled for single use? Yes.